Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. Calibration was acceptable, and quality control (qc) was within range on the day of the event. Siemens remotely assisted the customer and reviewed the instrument data, which showed multiple 'dilution arm sample not aspirated' errors. The customer performed a precision study. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse ran auto check, which passed, and performed reaction ring, mixer, reagent arm, and server alignments, all of which passed. Next, the cse ran auto check and observed a dilution washer 1 malfunction due to clogged tubing. Then, the cse cleared the clog, reran the subsystem auto check, which passed, and exited to the user interface window (uiw). Further, the cse ran qc, which passed, ran auto check, and observed that the reagent 1a (r-1a) probe was slightly leaking. Then, the cse replaced the washer valve and wash probe 1, realigned the reaction washer (rw), ran qc precision, recalibrated, and ran qc, which passed. Siemens' further review of the instrument data indicated a flatter reaction curve than expected, suggesting possible dilution of the reaction cuvette. Ecre3 assay issues were ruled out because both the initial and repeat results were obtained using the same reagent lot. Siemens evaluated the event and determined that an intermittently leaking wash probe potentially contributed to the falsely depressed ecre3 result. The analyzer is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that a falsely depressed enzymatic creatinine_3 (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer and on the original analyzer. The repeat results were higher than the erroneous result, matched the patient¿s clinical history, and were considered correct. The repeat result from an alternate analyzer was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre3 result.